Manufacturer narrative:
The subject device was inspected at olympus india. It was duplicated the reported phenomenon which was no output of the image caused by the dp board failure. And it was also found that the front panel of the subject device was not working due to the dp board failure. After replacing the dp board, both malfunctions, no image and no working of the front panel were solved. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following sections were corrected: g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿image was not displayed¿ and ¿the front panel did not work¿ was confirmed and this was due to the faulty dp board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is planned to be returned to olympus but has not been returned to olympus yet. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the routine check/inspection by the technician of user facility, the image of the subject device was not displayed. There was no patient injury associated with this report.